Manufacturer narrative:
Not enough info was provided by the distributor and user facility. It is unk as to what rbp the catheter burst at and it is also unknown whether or not an inflation device with pressure gauge was used as is recommended in the instruction for use. The comparative catheter that was pulled from inventory was tested for rbp. The labeled rbp of this device is 3.0 atm. The comparative catheter did not burst until 6.0 atm of pressure. Due to the lack of info, numed is unable to determine was caused this balloon burst.

Event description:
The balloon burst during an aortic valvuloplasty procedure.